Manufacturer narrative:
Apart from the malfunctioning speaker issue, the pump was also found to have a battery outside of warranty, which is not related to the speaker issue. The pump was repaired and tested to meet all specifications on 05/18/2017.

Event description:
During the testing on (B)(6) 2017 the pump was found to have a malfunctioning speaker. No patient was involved in this case.